Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the dr. Noticed the tip of needle was missing after use on patient's eye during the procedure. Product was saved for return. No patient injury is reported. There was no unanticipated tissue loss, unintended colostomy, formal laparotomy, re-operation etc due to the difficulty. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. An x-ray and foreign body magnetic forceps were used to locate the missing needle tip however no needle tip was ever found. Additional information was requested of the account however patient information was not disclosed and the product while confirmed to be available, has yet to be released and returned by the account.

Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of only the appropriate foil of the product opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned foil. No sutures or needles were received to perform a visual inspection of the product. The foil was inspected with light assisted microscopy with no abnormalities. Visual testing of the returned foil confirmed the foil met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.